Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was programmed to an electrocautery/asynchronous pacing mode for a left ventricular assist device (lvad) implant surgery. During the surgery, the field representative was contacted, that the pacemaker portion would not pace at times. When the field representative arrived the function appeared fine and the device check was normal. Boston scientific technical services (ts) was contacted and it was discussed that likely the defibrillation protection circuit was triggered when the electrocautery was close to the system, therefore, inhibiting pacing. To minimize the observations, electrocautery should not be used near the leads. The field representative remained present for the remainder of the procedure and no further issues were noted; the physician was more aware of the cautery impact. The device was checked post procedure and turned back on. Further information was received by the patient's family that the patient died. There were no allegations that the device system caused or contributed to the patient's death which was twelve days following the above observation. According to an on-line obituary the patient died following a courageous battle with heart failure. It is unknown if the device was explanted.